Event description:
It was reported to olympus, that the hd autoclavable camera head had no image and the lock connecting the camera head with the scope was damaged. The scope could be fixed. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the lock of the coupler was damaged. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the problem. Olympus will continue to monitor the field performance of this device.